Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong on the ac power cord plug was missing. The pump was returned to the pharmacy dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.